Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Pk papyrus was intended to treat a lesion in the mid lad with a balloon during which a coronary artery perforation type iii occurred. To stop the bleeding, balloon dilation was performed. Thereafter, the affected pk papyrus covered stent system was introduced into the patients body but the stent came off the balloon before being deployed. The affected device was withdrawn, and another pk papyrus 2.5/15 was implanted to cover the undeployed stent and successfully seal the perforation. The patient was discharged two days after the intervention.